Manufacturer narrative:
A boston scientific technical services consultant documented and discussed the clinical observations with the caller and recommended further troubleshooting. The root cause of the reported clinical observations was not identified and efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited elevated shocking impedance measurements that is now 125 ohms. No adverse patient effects were reported.